Manufacturer narrative:
Investigation of this case revealed adequate tubing flow and no visible leaks or kinks, with the user attributing hyperglycemia to a recent corticosteroid injection. It was concluded that the event was consistent with hyperglycemia of unclear cause with a plausible contributing factor of corticosteroid exposure and subsequent hypoglycemia related to backup insulin dosing while disconnected. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that a user experienced episodes of high blood glucose while using the ilet with a steel cannula infusion set; troubleshooting included disconnecting, filling tubing, inspecting the cartridge and tubing for flow, and later transitioning to subcutaneous insulin by pen for backup therapy before reconnecting to the ilet. Symptoms included nausea, headache, and chest discomfort during the hyperglycemic period. Outcomes included a period of elevated glucose followed by normalization after backup insulin, with a transient hypoglycemic event while off the pump using multiple daily injections; no medical intervention or hospitalization occurred. Investigation included technical support troubleshooting and user-guided checks of the infusion system.